Event description:
This event involved a patient who experienced a pump exchange due to a high power event approximately ten months post heartware lvad implantation. Additional investigation is on-going.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the lvad pump in relation to the reported event. These included, but were not limited to, clinical evaluation, review of manufacturing documentation, labeling and instructions for use, visual and functional examination, independent pathology analysis. The independent pathological analysis confirmed the presence of thrombus within the device. While the exact cause could not be determined, clinical factors indicated that what may have contributed to the event includes the patient's sub-optimal anti-coagulation and inr below the therapeutic range. Based on review of the available information, the reported event (high power) could not be confirmed because no controller log files were available for hw2725. There is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.